Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. Reportedly, the patient entered bg values outside the 40-400 range. Reportedly, the patient based treatment off of cgm values. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Data/share log reviewed. The customer complaint was confirmed because the log review showed an inaccurate reading of the fingerstick and cgm log. A probable cause could not be determined via product evaluation. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values. Labeling indicates: the dexcom system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don¿t use the dexcom system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.